Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient¿s caretaker reported having had a fluid leak associated with the patient¿s pd treatment. During drain an unknown phase of treatment the caretaker reported that the patient discovered fluid in the bed while sleeping. The caretaker found fluid leaking from the blue patient pin. In a follow up, the patient¿s caretaker reported that the patient did not have any adverse event, harm or intervention in association with the fluid leak. The patient was prescribed prophylactic antibiotics for a week. The cycler set is not available to return as a sample item.

Event description:
A peritoneal dialysis (pd) patient¿s caretaker reported having had a fluid leak associated with the patient¿s pd treatment. During drain an unknown phase of treatment the caretaker reported that the patient discovered fluid in the bed while sleeping. The caretaker found fluid leaking from the blue patient pin. In a follow up, the patient¿s caretaker reported that the patient did not have any adverse event, harm or intervention in association with the fluid leak. The patient was prescribed prophylactic antibiotics for a week. The cycler set is not available to return as a sample item.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.